Event description:
The customer reported that the device failed to charge to selected energy.

Manufacturer narrative:
The customer reported that the device failed to charge to selected energy. The device was evaluated locally. The processor pca was replaced to resolve the issue.